Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge. Reportedly, the customer continued using pump for insulin therapy. Customer's blood glucose level was 279 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.